Event description:
The patient reported that they were implanted for both rectal and urinary therapy. A rectocele was reported to have been done in the past and was unrelated to the device or therapy and had not worked. She then had the bladder implant which helped some, but she still had to use a catheter at times. She could not turn it up because it hurt, but it was noted to be helping her. She had irritable bowel syndrome (ibs) and diverticulosis and that was stated to be maybe why her bowel was not working. Her stomach had been extended like she was 6 months pregnant and that was why she was implanted. It was helping her urinate more because her stomach had been extended. It was also noted that they were checking for a tumor around the bladder and stomach. Additional information from the consumer when asked what steps were taken to resolve the need to cath, pain, and bowels not working reported that she switched catheters to the rubbery one. The ones that were straight and hard were giving her infections. She had pain when she used the hard catheter. When she switched, there was no pain and no problem; she was no longer getting infections. The patient's bowel problems were being addressed with a gastro urologist and she was seeing him on (B)(6) 2016. Additional information received from the patient reported that as of (B)(6) 2016 she had not been using the implant for about three or four months as it was not working. At first it seemed like it worked and kept going on, but she kept getting infections. She got infections periodically and did not know what it was from. The implant did not work for the rectum or bladder symptoms or for the "rectus field." When she had to have a bowel movement there was a wire in there that should help, but she did not know "if it was the wire or she had to go." It hurt so bad and her bladder was too painful, so she had to turn the implant off and it had been off for about two or three months. When the patient turned stimulation down too low she did not urinate, but when she turned it too high it hurt. She stated that "it went constantly toward her urethra." She was now catheterizing three times a day to make herself go and not using the implant. She had the implant because she was previously catheterizing. The patient asked her doctor if she could have it removed, but was told it was too painful to remove. She was advised to leave it in, in case she needed the implant. The patient later reported that her ureter was vibrating back and forth and it hurt, but when she turned stimulation lower than 1.5 volts it did not work. She also had to catheterize more due to the device being off. The patient's indication(s) for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Event description:
Additional information was received from a consumer ((B)(6)). It was reported that the patient's device didn't work because they were getting pain. They stated they had tried everything to adjust it, but it didn't work and it was not meant for their body. They added that they had the system taken out. They added that they hadn't had any more infections since it was taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.